Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump had intermittent button response due to flattened dome switches on esc, act, up and down arrow buttons. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The insulin pump had a minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and chipped paint on the keypad overlay graphics layer. Data analysis: there is no data available due to the unit not having a battery installed when received.

Event description:
It was reported that the customer passed away at home, on (B)(6) 2016. The cause of death was kidney failure. The caller stated that the customer had a stroke in (B)(6) of last year. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors however, the customer was not wearing a sensor at the time of passing. The caller agreed returning the insulin pump for analysis. Please see section for analysis.